Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. The details provided do not indicate a specific date in (B)(6) when the patient had the follow up visit that identified the reported events and therefore the event date chosen was the 1st. As reported, a patient underwent placement of an optease vena cava filter. Approximately seven (7) years later, the patient underwent a review of an updated x-ray which revealed that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and the tip of the filter had fractured. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and fractures could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. Approximately 7 years later, the patient underwent a review of an updated x-ray which revealed that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and the tip of the filter had fractured. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Occupation: other, litigation paralegal. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture, tilting of the filter, blood clots, clotting and or occlusion of the inferior vena cava. The patient became aware of the reported events five years and eight months after the index procedure. The patient also worries about the filter. As reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. Approximately five years and eight months after the filter placement, the patient became aware that the filter had tilted and that the tip had fractured. The patient¿s inferior vena cava (ivc) also had blood clots, clotting and/or occlusion. Approximately seven years after the filter placement, the patient underwent an x-ray that revealed that the filter was significantly tilted and that the tip of the filter had fractured. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. It was further reported that the patient constantly worries that the filter had fractured and tilted and that it could not be removed without serious injury. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and fracture could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots, clotting and occlusion within the ivc do not represent a device malfunction. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.